Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone following the speaker upgrade )z-0664-05). There was no pt harm reported.